Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump on the floor and the touchscreen cracked. Pump was no longer functional. Customer's blood glucose was 350 mg/dl. Customer reverted to using insulin pens for insulin therapy.